Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area (not returned). The optic had small cracked areas. (This is typical of the damage caused by yag laser conducted post implantation.) The lens appeared to have a film on it. The optical resolution was acceptable; focal length reading is 19.71 equaling a 20.0 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 08/28/2009.

Event description:
A surgeon reported a patient with a history of ophthalmic disease experienced a decrease in visual acuity ten years following intraocular lens (iol) implant surgery. Upon examination, the surgeon noted glistening and light scatter on the optic of the iol. The surgeon recommended monitoring the patient's condition; however, the patient insisted that the iol be exchanged. The iol was exchanged for another brand iol. Post-exchange, no remarkable improvement of visual acuity was observed. In a follow-up, the surgeon reported that the decrease in visual acuity seemed to be due to "other disease". Atrophic macular degeneration and opacification were noted.